Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the battery charger/modem was not powering up properly. The cause of the problem was isolated to intermittent u104 (pxa) and u1003 (pld) components on computer analog (ca) board sn (B)(4). Additionally, the battery board was contaminated. The root cause for the contamination was liquid ingress. The root cause for the intermittent u104 and u1003 components could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.